Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing irritation at the ipg site. The physician gave the patient some cream to help with the irritation. The patient was reprogrammed and was doing well.